Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted due to decreased vision after three light adjustments and no lock-in treatments; another lal was implanted as a replacement. The decreased vision reportedly began during a hospitalization for pneumonia and was characterized by blurred distance vision and ghosting while driving. The patient also reported to the site a history of tanning bed use.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformance's, or other manufacturing issues related to the reported event. The explanted conformance's was cut into small fragments during explantation and returned to rxsight. Due to the condition of the lens, an evaluation could not be performed. A definitive root cause for the reported event could not be established. Reported prior hospitalization and tanning bed use may have been contributing factors. Per the IFU, "if the implanted eye is exposed to uv light without the use of uv protective eyewear before 24 hours post final lock-in treatment, the lal can change unpredictably, causing aberrated optics and blurred vision, which might necessitate explantation of the lal." Manufacturer reference#: (B)(4).